Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient was found to be in first degree av block which progressed into atrial flutter with pauses. No intervention was done at that time. Two days post implant the patient's rhythm converted into second degree av block. A permanent pacemaker was implanted that day and no other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Device history review is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects per the instruction for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.